Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the insulation was breached from wrinkled and folded, noted at 6.8cm to 6.9cm, 7.0cm to 7.3cm, 7.5cm to 7.6cm and 7.8cm to 8.0cm from connector. Electrical testing was normal with no other anomalies found.

Event description:
This report is to advise of an event observed during analysis.